Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation of original file 6683677: after replacing cmos battery poor image quality was identified. This was resolved through reimaging the device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
There was a reported observation found during evaluation: after replacing cmos battery poor image quality was identified. This was resolved through reimaging the device.